Event description:
Information received reports that "product didn't reach acceptable threshold" intra-operative, thus hcp(healthcare provider) implanted another enterra device. Caller wasn't able to elaborate what it meant by product not reaching acceptable threshold. Symptoms reported were none. Event date: (B)(6) 2016. Caller isn't sure if representative was there at surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.